Manufacturer narrative:
H2, h3, h6) the part no: bi71000860 was returned to the manufacturer for evaluation. The reported issue was confirmed. The power conversion enclosure passed bench testing. Install into a test system and that system failed to boot, no 400vdc out and no 12v output of power enclosure, not allowing the generator to boot. Faulty power enclosure. The part no: bi71000225 was returned to the manufacturer for evaluation. It was reported that there were no failures found. The part no: bi71000523 was returned to the manufacturer for evaluation. It was reported that there were no failures found. The part no: bi71000577 was returned to the manufacturer for evaluation. It was reported that there were no failures found. The part no: bi71000222 was returned to the manufacturer for evaluation. It was reported that this case part failed visual inspection. Visual inspection confirmed electrically overstressed components. There was a damaged ic a resistor and a capacitor. Codes c19 and d14 are applicable and previously reported codes b01, c02, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and found unit failed during a 3d spin and lost power. The power conversion enclosure, standalone board, generator control board were all replaced. While attempting to expose the unit chirps and throws a kilo volts/milli ampere imbalance error. Management decided to return merchandise authorization the unit and had a replacement delivered. Codes: b01, c02, d02 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000921, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000225, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000450, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000523, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000577, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000469, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000222, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000860, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000222, serial/lot #: -, ubd: , UDI#: part no: bi71000921 was returned on 2024-oct-22 and is still under analysis. Codes: b21, c21, d16 part no: bi71000860 was returned on 2024-oct-17 and is still under analysis. Codes: b21, c21, d16 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the system was closed around a patient and not opening. There was patient present during the event and one hour or more than one hour of surgical delay. There was no impact on patient outcome.